Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller requested MRI compatibility information. Caller stated patient reported they were at a doctor's appt with a rep present about a year ago and was told their ins was "malfunctioning." Caller stated patient reported their controller was taken away from them at that time for that reason. Caller stated patient reported they were told they could not have the system explanted due to a heart condition, but that their lead wire was removed. Caller stated they visualized a recent x-ray that showed presence of a lead wire. Caller did state they found a note from managing hcp indicating they were unable to connect to ins with both patient and clinician controllers. Caller reported patient was needing a head and non-head scan. Agent reviewed MRI scanning guidelines with caller, and suggested no MRI scan until more information could be gathered from managing hcp.